Event description:
It was reported that the right ventricular (rv) lead had a polarity switch due to low impedance. The rv lead was explanted and was replaced. It was also reported that the right atrial (ra) lead had a polarity switch due to low impedance. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: addrl1, implantable pulse generator, (B)(6) 2010; 5076-52, implantable pacing lead, (B)(6) 2010. (B)(4).